Manufacturer narrative:
(B)(4). A visual, functional, and dimensional inspection of the product involved in the complaint could not be conducted since the product was not received yet at our facility. The device history record review showed that there were no functional issues related to molded component involved in this complaint. Customer complaint cannot be confirmed, based on the information provided. To perform a correct investigation and determine the source of defect reported it is necessary to evaluate the sample involved in this complaint. A CAPA file #(B)(4) was opened to perform a further investigation this issue. According to the CAPA investigation so far the root cause for the issue was the positioning of the thread lead and the softness of the new resin used for the snap adaptor. Change order form for the design updated approved and dhf has been updated. All production from may 2016 forward is with the updated tfx-001743 snap adaptor component. CAPA (B)(4) is currently under effectiveness verification. If device sample becomes available at a later date this complaint will be re-opened.

Event description:
The customer alleges that the screw on connector is faulty.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that the internal threads of the adaptor were damaged. Based on the investigation performed, the reported complaint was confirmed. The root cause for the issue was found to be the positioning of the thread lead and the softness of the new resin used for the snap adaptor. A CAPA was opened to address this issue.

Event description:
The customer alleges that the screw on connector is faulty.